Manufacturer narrative:
Technical assistance center (tac) spoke to the customer who were explained that the 190 scope connect thru the clv-190 to the large cable on back and then to the monitor. The 180 scopes use a pigtail maj- 1430 and connect thru the cv-190 and if the maj-1430 works ok in other rooms the issue is with the cv-190 rectangular socket and cv- 190 needs to come in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the light source had image issues. The issue occurred during an unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "190 scope starts up without problem, but the image does not appear on the old scope" malfunction could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.